Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the ER at the time of the event. The hospital staff performed CPR prior to the patient passing. A review of the device download data showed that the lifevest treated the patient five times during the event. The lifevest detected vf with pacemaker spikes at 09:30:54 and released conductive gel. Five treatments were delivered during vf between 09:31:06 and 09:33:08. The first treatment converted the arrhythmia to a slower rhythm for a short period of time, but the patient's rhythm again degraded to vf. The subsequent four treatments were unable to convert the ventricular fibrillation. The device did not deliver any additional treatments after the fifth shock, as the lifevest delivered the maximum number of treatments (5) allowed in a single detection sequence. At 10:07:48 the CPR artifact was present and the patient was still in vf. The CPR artifact interrupted the lifevest's detection of the arrhythmia. The patient subsequently degraded to asystole at 10:23:48. Asystole is considered a non-treatable rhythm. The lifevest was shutdown at 10:42:37. The exact time of death is unknown. The lifevest functioned as designed during the event. There was no device malfunction.